Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the labor and delivery department. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the side rail lock nuts were loose. A search of the hill-rom maintenance records showed that hill-rom performed preventative maintenance on this bed in 2006-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician tightened the lock nuts to resolve the issue. Based on this information, no further action is required.